Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') and genital haemorrhage ('unusual bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstrual disorder ("unusual periods"), alopecia ("hair loss") and dyspareunia ("painful intercourse"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menstrual disorder, alopecia and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, alopecia, dyspareunia, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure coils were properly in place and her fallopian tubes were occluded. String generated by auto-narrative. Do not modify. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in an adult female patient who had essure (batch no. 626806, 626506) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included swelling of legs, dysmenorrhea, vaginal delivery, dyspareunia, parity 2, appendectomy, cholecystectomy, tonsillectomy and adenoidectomy. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("unusual bleeding"), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse"), menstrual disorder ("unusual periods") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia, menstrual disorder and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, dyspareunia, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: discrepancy noted: date(s) of removal: (B)(6) 2017 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure coils were properly in place and her fallopian tubes were occluded. Lot number: 626806, 626506. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical records received. Reporter information, lot number, lab data, medical history added. Event genital hemorrhage seriousness criteria updated to non-serious. On (B)(6) 2020: no new clinical information. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in an adult female patient who had essure (batch no. 626806, 626506) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included swelling of legs, dysmenorrhea, gravida ii, dyspareunia, parity 2, appendectomy, cholecystectomy, tonsillectomy and adenoidectomy. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("unusual bleeding"), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse"), menstrual disorder ("unusual periods") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia, menstrual disorder and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, dyspareunia, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: discrepancy noted: date(s) of removal: (B)(6) 2017 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure coils were properly in place and her fallopian tubes were occluded. Lot number: 626806, 626506. Lot number: 626506 manufacture date: 2008-01 expiration date: 2009-12. Lot number: 626806 manufacture date:2008-03 expiration date: 2010-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.